Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's old pump battery was observed to be depleting quickly. Customer reported blood glucose level was not impacted due to the battery issue. The customer has since began using a replacement tandem pump.